Event description:
A past high blood glucose event was reported by the customer, which required a visit to the emergency room on (B)(6) 2025. During this incident, the highest blood glucose level recorded was 420 mg/dl. Cause was not known. There was no permanent injury. The issue was resolved with saline and insulin treatments, and the customer was released on the same day. The caller declined further assistance or a supplies/system check, indicating that no additional support was required.